Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges chronic headache, sinus and nasal cavity congestion. Patient also states that device is noisy and device/power cord or supply too hot to touch. There was no report of patient harm or injury. The device was returned to manufacturer¿s product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device provides airflow using a known good power supply. 1 error was logged. Minor dust/dirt contamination on ui panel, top and bottom enclosures, rear panel, blower, dc jack color insert, sd cover flip door, accessory module flip door, blower box upper cap was observed. Unknown blue contaminate on top enclosure keypad was also observed. Pil is unable to address the symptoms outlined in the complaint. The device did not exceed the maximum temperature. Pil could not verify the power supply heat due to not receiving the power supply. Dust/dirt contamination in the airpath was observed, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. If any additional information is received, a follow up report will be filed.